Manufacturer narrative:
E1: facility name: (B)(6) hospital)" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was programmed with 92 ml, and still read 3.2 ml on the screen despite the bag being completely dry. The event occurred while in use with a patient at the patient¿s home. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated h3/h6: device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later time, the complaint will be reopened and an investigation will be completed. H10: additional related report number 3012307300-2024-08752.